Event description:
Pharmacist at the hosp reported to the sales rep that "during surgery, the dr used pliers to bend the plate, and the plate fractured." Another plate was available to finish the surgery without delay. No adverse consequences were reported for the pt.

Manufacturer narrative:
Investigation in progress, but not yet complete.